Event description:
On (B)(6) 2013, the pt underwent treatment of a chronic dissection of the descending aorta with two conformable gore tag thoracic endoprostheses. The procedure was successfully completed and the dissection was repaired. When the physician attempted to remove the gore dryseal sheath, resistance was felt and the iliac artery ruptured. Four viabahn devices were implanted from the common iliac artery to the external iliac artery. A fem-fem bypass was performed. The procedure concluded and the pt is doing well.

Manufacturer narrative:
Images were sent to gore for analysis. A review of the manufacturing records for the device is being conducted.